Event description:
It was reported to philips that the collimator aperture was replaced indicating a possible issue with the collimator aperture, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Upon review, it has been confirmed that the system was in clinical use for an emergency acute myocardial infarction (stemi) and that the procedure was not aborted but completed on the same system. As the shutters were unavailable, the system used a default high-dose setting with a total reported air kerma of 2.5gy. There was no user or patient harm reported. A philips field service engineer (fse) inspected the system on site and replaced the nicol v3 collimator to resolve the issue. After the replacement, the system was returned to use in good working condition. The system log files were reviewed which identified errors indicating a malfunctioning collimator. The log also showed that the system displayed a user message "shutters unavailable, exposures possibly outside detection area" when the issue occurred; imaging remained available at the time. The nicol v3 collimator was returned for further analysis. Functional testing identified that the main shutter and x-ray diaphragm control (xdc) board were found to be defective. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, investigation has determined that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Investigation concluded that the procedure was completed on the same system. The customer was alerted that the shutters were unavailable and that the system used high-dose settings. The patient received a total air kerma of 2.5 gy. There was no report of deterministic effects to the patient. Therefore, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcomes. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was identified that the system was in clinical use at the time of the reported event. The procedure was aborted. A philips field service engineer (fse) inspected the system onsite and replaced the nicol v3 collimator to resolve the issue. After replacement, the system was returned to use in good working condition and ready for clinical use. The codes were updated based on the investigation outcomes.